Event description:
Per the clinic, the patient stopped responding to sound and exhibited behavioural changes including removing the external sound processor more often than usual. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2026 for an integrity test to check the function of the implanted device. The implanted device remains.